Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc device. A caller reported that the reader powers on when the button is pressed, however, not when the test strip is inserted. As a result, the customer was unable to obtain readings and became hypoglycemic with symptoms of seizure and a loss of consciousness. The customer had contact with a healthcare professional who provided sugar water and juice as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Reader turned on with button and strip insertion. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc device. A caller reported that the reader powers on when the button is pressed, however, not when the test strip is inserted. As a result, the customer was unable to obtain readings and became hypoglycemic with symptoms of seizure and a loss of consciousness. The customer had contact with a healthcare professional who provided sugar water and juice as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc device. A caller reported that the reader powers on when the button is pressed, however, not when the test strip is inserted. As a result, the customer was unable to obtain readings and became hypoglycemic with symptoms of seizure and a loss of consciousness. The customer had contact with a healthcare professional who provided sugar water and juice as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.